Event description:
Received info that fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Customer tried installing a new cartridge but received the same alert. The issue was resolved when the load sequence was restarted. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.